Manufacturer narrative:
The investigation determined that lower than expected vitros total b-hcg ii results were obtained on a single level of a non-vitros biorad control fluid processed on a vitros 5600 integrated system. The most likely assignable cause is instrument related. The condition of the instrument prevented any pre service precision testing indicating that the instrument was likely not performing as intended at the time of the events. The ortho field engineer replaced the signal reagent probes and cleaned the signal reagent vent ports. Adjustments to the micro immunoassay meeting system were also required. Following these actions acceptable qc fluid results were obtained indicating the vitros 5600 system was performing as expected. Based on historical vitros bhcg reagent lot 1990 quality control results, there is no indication a reagent related issue contributed to the event. There was no allegation of patient harm as a result of this event.

Event description:
The investigation has determined that lower than expected vitros bhcg results were obtained when processing a non-vitros biorad quality control fluid on a vitros 5600 integrated system. Biorad level 1 (lot 40921) vitros bhcg results of 5.18 and 5.24 miu/ml versus expected bhcg result 8.355 miu/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros bhcg qc fluid results were from non-patient fluids and so were not reported from the laboratory. However, the investigation could not conclude patient samples were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).